Event description:
It was reported that the implantable cardiac monitor (icm) exhibited loss of contact, detected noise, and false pause episode. The physician suggested device detection issue. The device is still in use. No patient complications have been reported as a result of this event.